Manufacturer narrative:
(B)(4). G2 foreign source: japan. Customer has indicated that the product will not be returned to zimmer biomet for investigation, as it was discarded. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported that patient underwent a total knee arthroplasty procedure. Subsequently, patient developed a pseudoaneurysm. The surgeon believes the artery below the knee was punctured by a trocar pin during insertion into the cut guide as part of the knee arthroplasty. A procedure to correct the pseudoaneurysm was performed. No additional patient consequences were reported.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. The following sections were updated/corrected: b4, d4(UDI), g3, h2, h3, h4, h6 the reported event was unable to be confirmed due to lack of medical records. No product was returned, or pictures provided. Review of the device history records identified no deviations or anomalies during manufacturing. A definitive root cause could not be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No additional information.